Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that following implantation of the lens, the patient reported better vision, however, some days are better than others, and they are still sensitive to light and seeing starburst around lights. The patient experienced elevated iop (intraocular pressure) following the procedure and a suture was placed during the exchange. The pressure returned to normal postoperatively.

Manufacturer narrative:
Previously reported information submitted in mfg report # 1119421-2017-00086 and 1119421-2017-00086 refers to a non-company manufactured lens that was implanted on (B)(6) 2015. This corrected report refers to a company manufactured lens implanted on (B)(6) 2016 and all events that occurred following implantation of this lens. The manufacturer internal reference number is: (B)(4).

Event description:
The patient also reported double vision when laying in bed and looking down. She also noticed that the right upper lid felt swollen and felt heaviness over her eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An attorney reported on behalf of a patient that personal injuries were sustained after having a defective lens implanted during an intraocular lens (iol) implant procedure. The lens remains implanted.